Event description:
Reportable based on analysis completed on 06aug2022. It was reported the balloon could not inflate. A ranger drug-coated balloon was selected for use. The target lesion was located in the superficial femoral artery (sfa). During the procedure, the balloon was unable to inflate. The procedure was completed with a new device, same model. There were no patient complications. However, device analysis revealed two pinholes on the balloon.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter facility name: (B)(6). Device eval by MFR: the returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed two pinhole cuts to the balloon 23mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.